Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (case number FDA-2014-n-0736-2167, awareness date 28-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2008. She got essure placed in 2008 almost a year after the birth of her third child. She wanted to get her tubes tided but her gynecologist insisted and pushed essure on her. Essure was implanted in 2008 in hospital, as an outpatient and under general anesthesia. She returned to the same hospital 3 months later for the hsg (hysterosalpingogram) test. Her tubes were confirmed to be 100 percent occluded with correct placement. After the procedure she had heavy bleeding, cramping and headaches but she was told those side effects would go away. They did not and they only became worse over time. She was dismissed by her gynecologists it all being in her head and she was insistent that essure was not the cause, but nothing else was wrong with her. She was healthy before the procedure. In 2010, she became pregnant with her fourth child (she did have the hsg test and confirmed 100 percent blocked). She had a very stressful pregnancy and gained a ton of weight. After her fourth child was born, she went back to her implanting doctor and asked to have essure removed. She said it was too dangerous but she would do a tubal to make sure that she would not get pregnant again. She wanted the tubal to begin with, so she had to go through another surgery for birth control. Her doctor performed the tubal and told her that one of her coils migrated and had lodged itself into her uterus. She said she could not remove the coils as it would be too dangerous. She said the coil would not be able to move so she just left it there and only tied one tube. She said that essure was still placed correctly in her left tube so she just left it. Over time her symptoms became worse. Besides heavy painful periods with large blood clots, and pregnancy she had severe dental problems and periodontal disease , she had to have her gums scraped. She had to undergo many painful procedures to fix her gums and teeth. She has to go to the dentist every 4 months to get her teeth cleaned because the problems are so severe. She has suffered gerd (gastrooesophageal reflux disease), depression, hair loss, skin rashes, severe bloating and pain during intercourse, infections in her uterus, teeth and gum problems, anxiety problems, vitamin d deficiency and extreme tiredness and exhaustion so much so that she fell and broke her shoulder after getting up from the couch. She would also fall asleep while driving or at work. The doctors remedies were vitamins, rest and pain medication. She had a pain doctor and went through several tests to see what the problem was but he could not find anything. One day in (B)(6) 2014, she was in so much pain that her husband called 911 and an ambulance came to the house. She was having severe abdominal pain and bloating, when she arrived at the hospital. She sat in the emergency room for what seemed like hours and they finally did an ultrasound but they said it looked normal. They treated her like a drug addict and gave her a vicodin and told her to follow up with her gynecologist for a full exam. She followed up with her gynecologist and they did an exam and told her that she had an infection and told her that it was an std (sexually transmitted disease). She is married and has 4 kids. She broke down in tears and told them there was no way it was an std. They tested her and found that it was not and std but a severe pelvic infection. Essure has caused so much havoc on her life and on the lives of her family. She opted for essure because she did not want surgery but instead she has been through 3 and have had a hysterectomy at (B)(6). The pathology reports showed that essure had migrated and punctured her uterus. She had severe adenomyosis and endometriosis of the uterus and her tubes and uterus were riddled with cysts. (B)(4) result and assessment of the product technical complaint investigation received on 19-nov-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: 2015-045712. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. Moreover, the reported medical event(s) and lack of efficacy are not indicative of a quality deficit per se. A batch review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical event(s) or lack of efficacy and quality defect. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavy bleeding (interpreted as genital bleeding), and became pregnant 2 years after insertion. One of the coils migrated and had lodged itself into her uterus/ migrated and punctured her uterus. Six years after insertion she had severe pelvic infection. A hysterectomy was performed after an unspecified time. These events are serious due to medical significance and listed in the reference safety information for essure. Uterine perforation may occur with any trans-cervical intrauterine procedure. In this case one of the coils migrated and lodged itself into uterus/ migrated and punctured uterus. The exact date of the perforation was not reported, it was diagnosed during tubal ligation. Given the nature of this event causality with essure cannot be excluded. This event could have contributed to the pregnancy, however it is not known whether the device migrated and lodged itself into uterus prior to the pregnancy, furthermore hysterosalpingogram showed occlusion, therefore a contraceptive failure cannot be excluded. In the present case adenomyosis could be an alternative explanation for the heavy bleeding. However, given the positive temporal relationship and nature of this event, a contributory role of essure cannot be excluded. The pelvic infection occurred 6 years after essure insertion. Given the weak temporal relationship with the insertion procedure, causality with essure was assessed as unrelated. Although adenomyosis could have been the reason for the hysterectomy, it cannot be excluded that the uterine perforation was also the indication for the surgical intervention, therefore this case was regarded as incident. Based on the available information there is no reason to suspect a causal relationship between reported medical events or lack of efficacy and quality defect. (B)(4)